Event description:
It was reported that atrial undersensing was noted on current electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtma1d1 crt-d was implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.